Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in belgium as follows: it was reported that a redo procedure was done on (B)(6) 2023 where other rib plates (competitor's system) were replaced by dps matrix rib plates/screws. Patient came to the hospital for a follow-up visit on (B)(6) 2023 with chest pain during respiration. X-ray taken revealed that 2 screws that were used to fix the matrix rib plate were no longer attached to the plate (disconnected). It could be that a new procedure has to be scheduled. Patient is not able to work and is still on sickness leave. This report is for one (1) 2.9mm ti matrixrib lckng screw self-tapping/14mm this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was not returned to depuy synthes, however x-ray were provided for review. See attachment synbe24-002 picture 1, synbe24-002 picture 2 and synbe24-002 picture 3. The x-ray investigation revealed that lock screw ø2.9 self-tap l14 tan has migrated from where the plate is located. Root cause of the reported condition cannot be established from the available information. Furthermore, surgical technique se_801274 ab page 58 mentions an awareness for selecting and inserting screw: if the tip of the screw does not engage the inner cortex of the rib, the risk of screw pullout may be increased. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the lock screw ø2.9 self-tap l14 tan would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.